Event description:
Patient endured blood loss from impella insertion site and required 2 units of blood products administered.

Manufacturer narrative:
The impella cp, pump cable, and purge cassette were returned for investigation. A failure analysis investigation was performed and found outer diameter of the pump stretched, however, within specification. Stretched out diameter of pump and cannula detachment was deemed most likely due to excessive force required to remove catheter. Bleeding was most likely due to increased levels of anti-coagulation, as bleeding subsided after heparin concentration was decreased. A review the device history record and found no manufacturing issues or reworks associated with this pump. There are no other complaints associated with pumps from this lot. All introducers in this lot passed all inspection.

Manufacturer narrative:
The impella cp was not returned by the customer, however, a failure analysis investigation is underway and supplemental medwatch report will be submitted upon completion of the evaluation.

Event description:
The complainant reported a (B)(6) year old caucasian male patient presenting with acute myocardial infarction with cardiogenic shock. Cp pump was placed successfully in left femoral artery. When explanting, device separated at the outflow cage when attempting to pull device pack into the aorta. A snare was inserted in the right femoral artery and separated component of device was successfully removed. There was no adverse effects endured by patient, as a result.